Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6) UDI#: (B)(4).work order completed: h3. H6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821r, lot number: p903928. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .338mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. Multiple annex a codes were applied- a05: applicable to localizer faulted. A1102: applicable to the optical localizer faulted message. Multiple annex f codes were applied- f26: applicable to no impact on patient outcome. F2301: applicable to the site switching to electromagnetic (em) to continue the surgery. F1908: applicable to the 10-minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site found an optical localizer faulted message while attempting to register a patient. The site rebooted with no change. The site switched to electromagnetic (em) to continue the surgery. It was reported that the issue occurred pre-operatively, during set-up for a cranial resection procedure. There was a 10 minute delay and no impact on patient outcome.